Event description:
Customer obtained result of 85 mg/dl on accu-chek compact plus meter in comparison to professional meter result of 50 mg/dl within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.